Manufacturer narrative:
Insulin pump uploaded using carelink pro, however there was no data listed for (B)(4) 2014 or (B)(4) 2014. Insulin pump was unable to verify history anomaly. Insulin pump then was programmed and monitored for three consecutive days and uploaded using carelink pro. Carelink pro listed all test date for the three consecutive days. No history anomaly noted during testing. Insulin pump passed self test. Insulin pump had broken battery tube threads, minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked reservoir tube.

Event description:
It was reported by the customer's mother that their insulin pump was damaged near the battery compartment. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).